Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly used a third-party service provider who replaced the pressure transducer pc board. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).